Event description:
Additional information was received via the patient's family that the patient expired the day the device therapy was turned off and no allegation were reported against the device.

Event description:
Boston scientific received information that this patient with a history being on many medications and having slow ventricular tachycardia (vt) episodes around a rate of 110 beats per minute (bpm), came in for a device check. During the evaluation, intermittent right ventricular (rv) capture was seen and capture could not be obtained during the first attempt of right ventricular (rv) threshold testing. Another rv threshold test was performed (the second test started at a rate of 90 paces per minute starting at 7.5 volts @ 2 ms) the device decremented the output down to 6.5 volts @ 2 ms, at which time the patient went into a slow vt. The field representative reported the physician decided to use atp to convert the patient. After atp treatment, the patient's rhythm accelerated into fine ventricular fibrillation (vf), which required a stat shock to convert using the device as the vf was below the sensing threshold. The patient status was updated to dnr the next day, as they had multiple medical conditions that did not appear to be related to the device function.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.